Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm epic plus mitral valve was chosen for a mitral valve replacement (mvr) surgery performed due to mitral valve stenosis (ms). After implanting the valve, a left ventricular rupture was confirmed. The valve was removed and a new sjm masters series valve expanded cuff was implanted. After the procedure, the heart rate and blood pressure did not recover and the patient was subsequently died. At the time of confirming the left ventricular rupture, multiple tears were observed in the ventricular wall. Although definitive evidence was lacking, it was possible that the stent post of 27mm epic plus mitral valve was struck the wall and caused the rupture. The cause of death was left ventricular rupture.

Event description:
N/a.

Manufacturer narrative:
Explant due to a left ventricular rupture with multiple tears after implantation of 27 mm epic plus mitral valve was reported. A new sjm masters series valve expanded cuff was implanted. However, the heart rate and blood pressure did not recover and the patient passed away. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received and medical review, the patient death appears to be related to procedural condition (a left ventricular rupture and multiple tears). However, it is difficult to determine with certainty the exact cause of the left ventricular rupture with multiple tears and whether procedural conditions contributed to it. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.